Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is in the hospital for a broken back and is trying to start using his pump again after 6 months. The customer just wanted assistance performing an infusion set change. The set change was complete. The customer's blood glucose is 400 mg/dl and was treated with a manual injection.